Event description:
Impella CP was inserted via right femoral artery in a 88-year-old male patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidities were not shared. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage A.While on support the the device functioned as expected, Performance Level P-7 with 3.2L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.The Impella CP was inserted and the patient was in the intensive care unit when there was bleeding around the pump repositioning sheath. The Activated Clotting Time was elevated at 219 seconds, which is above the Abiomed recommendation of trending Anticoagulation Time's (ACT) of 160 seconds to 180 seconds while on support. They were unable to achieve hemostasis with manual pressure and application of Femostop. The decision was made to return to the catheterization lab and remove the Impella. Hemostasis was achieved post explant with the Perclose and Angioseal device. No further intervention was necessary. The patient survived the event. The Impella had supported for approximately 6 hours when explanted.The access site bleed appears to be a result of exchanging the 14 French peel-away sheath for the 13 French repositioning sheath and not following ACT recommendations.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.